Event description:
It was reported that there were high impedances greater than 10,000 ohms. Lead 0-7 was getting high impedances. The lead had migrated. A possible lead revision was discussed but no date was determined. Diagnostic methods included impedance testing, x-rays, and reprogramming. The patient¿s status at the time of report was alive with no injury. Patient symptoms included less than 50 percent therapy relief at the lead location. Later it was reported that no revision had been scheduled. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4)implanted: (B)(6) 2013, product type: lead. (B)(4).